Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise due to suspected lead fracture. Surgical intervention was performed and the lead was capped. The patient is not pacemaker dependent. No additional adverse patient effects were reported.